Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the programmer had a broken latch tab on its power cord bay, a noisy system fan, a worn upper hinge plate and that its cursor on the overlay was not responsive to the stylus tip in the bottom section. All found defective parts were replaced, the stylus was calibrated and a wireless label was added. Concomitant product(s): product ID: 229047, software analyzer. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.